Manufacturer narrative:
D4. Lot: originally, the product lot number was reported as unknown. However, during the product investigation, the lot number was able to be retrieved from the returned device. Therefore, d4. Lot 30475827m, d4 expiration date 1/12/2022 and h4. Device manufacture date 1/13/2021 have been populated on this follow up report. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 3/30/2021. The device evaluation was completed on 4/16/2021. It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered atrioventricular (av) heart block requiring surgical intervention (pacemaker implantation). During the procedure, it was noticed that the patient stopped having av nodal conduction. The av heart block was discovered via the electrocardiogram signals, after the stsf catheter was moved into the left ventricle (lv) for retrograde access with no ablation being performed at the time. The av heart block was confirmed via no ventricular contractions in the patient, unless they were pacing. The medical intervention provided to the patient was a temporary pacemaker. The patient was reported to be in stable condition and had fully recovered. The physician did not relate the cause of the issue to the smarttouch sf ablation catheter but to the procedure. The patient stayed overnight to monitor heart block and see if conduction came back and it did. No biosense webster, inc. (Bwi) product malfunctions were reported. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf bidirectional. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30475827m lot number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered atrioventricular (av) heart block requiring surgical intervention (pacemaker implantation). During the procedure, it was noticed that the patient stopped having av nodal conduction. The av heart block was discovered via the electrocardiogram signals, after the stsf catheter was moved into the left ventricle (lv) for retrograde access with no ablation being performed at the time. The av heart block was confirmed via no ventricular contractions in the patient, unless they were pacing. The medical intervention provided to the patient was a temporary pacemaker. The patient was reported to be in stable condition and had fully recovered. The physician did not relate the cause of the issue to the smarttouch sf ablation catheter but to the procedure. The patient stayed overnight to monitor heart block and see if conduction came back and it did. No biosense webster, inc. (Bwi) product malfunctions were reported.